Manufacturer narrative:
(B)(4).

Event description:
It was reported that product sterility was compromised. A 300cm, 8cm poly tip v-18¿ control wire¿ was selected for use. However, during unpacking, a very small hole was noticed in the plastic packaging rendering the part to be non-sterile. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned on its original sealed pouch batch 21304527. The returned device matches with upn provided by the customer. The device returned inside of its original pouch; the pouch were correctly sealed, the seals around the pouch were in good condition as well as the label, however, a hole was found in the front of the pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that product sterility was compromised. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, during unpacking, a very small hole was noticed in the plastic packaging rendering the part to be non-sterile. The procedure was completed with another of the same device. No patient complications were reported.